Event description:
It was reported a patient underwent a pacemaker procedure on an unknown date in 2022 and topical skin adhesive was used. Patient had a rash forming on the skin where adhesive was used. Adhesive was used over the incision. Adhesive removed and treated with oral steroids. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following information: photo available of each patient? No, only the one. What was the procedure date? Unknown. What date /day post op was the reaction noted? Unknown. Please describe how was the adhesive was applied. Following the IFU: wound was approximated with hemostasis achieved. What prep was used prior to, during or after adhesive use? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? No. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? Unknown. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No. Patient demographics: initials /ID, gender, age or date of birth; bmi patient in image is female; others are unknown. Patient pre-existing medical conditions (ie. Allergies, history of reactions? Unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Current patient status: topical steroids were used and patients recovered no product is available for return.